Manufacturer narrative:
(B)(4)

Event description:
It was reported that an insulation defect was observed during device change-out due to eri. The lead was worn and abraded. The lead was capped and replaced on (B)(6) 2016. Patient condition was fine.